Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery an ophthalmic system power was suddenly shut off during ultrasound. The system was performed with the reboot but the screen remained dark and did not start up. The surgery was continued and was completed post replacing the system causing no impact on patient. Procedure details were not reported.